Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Patient reported left side rupture. Device has been explanted.

Manufacturer narrative:
Corrected data: a4 correction to g.3. Aware date of supplemental emdr-40741. Aware date should have been listed as 10jul2024.

Event description:
Patient reported left side rupture. Device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified. Rupture: unable to observe, openings on the provided photos. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Patient reported, left side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.,3, h.6. Device evaluation: the device related to the reported event of rupture-breast was received on june 21, 2024 with lot number 3084442. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture-breast: observed broken device assessed as fold flaw opening. As per the investigation procedure non penetrating nick, particles, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side rupture. Device has been explanted.